Event description:
Placed instrument in arm #1 during procedure and instrument would not articulate. We removed defective instrument and replaced with a new one. Defective prograsp given to sterile supply tech by (B)(6).